Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. Upon evaluation, both the monitor and electrode belt were able to properly detect and treat. One of the blisters of the rear 1-wire te did not deploy, however, this did not cause or contribute to the pt's death. The pt experienced treatment shock during asystole. In addition, the remaining deployed surface area is sufficient for external defibrillation. Monitor (B)(4): 02/2014, electrode belt (B)(4): 02/2014.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt passed away while wearing the lifevest on (B)(6) 2015. Review of the pt's downloaded data indicates that the pt experienced an inappropriate defibrillation event consisting of 5 shocks during asystole. CPR artifact contributed to the false detections.